Event description:
The following was reported to davol by the attorney for pt: on (B)(6) 2007--a bard ventralex hernia patch was used to repair pt's hernia defect. On (B)(6) 2009--pt underwent another hernia repair surgery, whereby two add'l bard meshes were used: a bard composix kugel mesh and a bard composix l/p mesh. Pt continued to experience abdominal pain and discomfort after her multiple hernia repairs.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.